Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 serial number updated, d4 primary UDI # updated, h4 updated. The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The device log does not capture reports of this type. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. The x series operator's guide, page 24-7, guidelines for maintaining peak battery performance states: "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Regular battery rotation helps to avoid incidents where a low battery condition is encountered because the battery has not been recharged or used in more than 30 days."

Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.